Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Subsequently, the pump shut off over night due to insufficient power. Customer reported blood glucose level was 201 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received.